Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter and experienced cardiac tamponade and required surgical intervention. It was reported that after the case was completed it was noticed on ultrasound (us) that the patient had a pericardial effusion. A pericardiocentesis was performed and the patient went to surgery. A patch was placed in the left atrium. The patient¿s status is unconfirmed at this time. It was unknown how much fluid was withdrawn. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31074496l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-sep-2023, additional information was received indicating the physician is unsure what caused the adverse event but does not blame any biosense products. Patient got a pericardial window and fully recovered. The patient was discharged a couple of days later. Transseptal puncture performed with a baylis nrg needle. Prior to noting the cardiac tamponade ablation had already been performed. There was no evidence of steam pop. The effusion was noticed after doing pvi (pulmonary vein isolation). Flow setting on irrigated catheter was 4 low, 15 max. Correct catheter settings were selected on the ngen generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features were graph, dashboard, and visitag. Qdot plus settings were used for parameters for stability. No additional filter used with visitag. Tag index color option was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).